Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device

Event description:
During an electrophysiology procedure, a cardiac tamponade occurred. During transseptal puncture, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient.